Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the lead implant was attempted but the lead was not used due to the patient's anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.